Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review is currently in process.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired after an implant duration of approximately 1 month and 22 days. The cause of death was not reported. It is unknown if the death was device related. According to the patient's electronic report (may not be final report), the patient was presented with type a dissection going down to the mesenterics and below, involving the takeoff at the mesenteric artery. Based on these findings, he was felt to be a candidate for an emergent ascending aortic replacement, which including the use of a patch. No other details were provided. Furthermore, there have not been any allegations of a product malfunction.